Manufacturer narrative:
The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion in a small volume folfusor. The pump was filled with fluorouracil (37ml) and sodium chloride (60ml) for a total volume of 97ml. The expected infusion time was 46hours. It was observed that the pump ran in 24hours. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.